Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation unit is malfunction. There was no report of serious injury or harm. There is no medical intervention was specified. During the investigation, product investigation laboratory received a philips filter, philips ultra-fine filter, sd card, an adj01c power supply, power cord with the end user alleging the device is malfunctioning, the heater plate doesn't heat and causing a dry mouth. Using the power supply and power cord returned with the device, product investigation laboratory was able to confirm the device powers on, provides air flow, a known good heated tube heats, and the heater plate heats. There were 2 errors log, 2776.4 blower hours and 2588.1 therapy hours. Product investigation laboratory observed a dust-like contaminant and hair-like particles on the filter, ui display bezel, top enclosure, blower seal, and bottom enclosure. A dust-like contaminant was observed on the center enclosure, iso port, inlet/outlet seal and blower. What appeared to be dried liquid spots with potential mineral deposits were observed on the iso port. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified.